Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the intraocular lens (iol) implant procedure, iol rotated post- operatively. Patient had more induced astigmatism post-surgery. The lenses rotated day one by 19 degree and re-rotated. Current vision was poor as patient also had a corneal abrasion from poor extended drop usage. The patient was taken back to theatre to rotate the lens.